Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer was in a car accident and the insulin pump was exposed to moisture. It was stated that heavy rain and slick roads were the reason for the accident. Customer's blood glucose was 208 mg/d. Customer was not hospitalized. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. All the buttons functioned properly and no moisture damage was found on keypad traces, under lcd screen, electronic assembly or motor noted. The insulin pump had missing end cap sticker.